Manufacturer narrative:
Review of the intraoperative system logs found the system functioned normally with no errors logged and no indications relating to this event. Log review of the two subsequent procedures found the system functioned normally; no intraoperative events or issues found. The following concomitant products were used during this procedure: 30 degree endoscope plus, medium-large clip applier (0042), medium-large clip applier (0062), large needle driver, cadiere forceps, maryland bipolar forceps, long bipolar grasper. A site history review found no complaints were made for the instruments used during this procedure. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died following a gastrectomy. Although an air embolism is reported to be the suspected cause, how this diagnosis was made and how this was the potential cause of death is not provided. Additional information suggests the patient had a leak, but the details are also not provided. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that a patient underwent da vinci-assisted proximal gastrectomy and, a few days post-operatively, returned to the hospital with cardiac arrest. An unspecified emergency procedure was performed, but the patient ultimately expired. The cause of death was attributed to air embolism resulting from a postoperative leak following the gastrectomy. There were no intraoperative complications or indications that a da vinci system, instrument or accessory caused or contributed to the reported event. Attempts to speak with the surgeon have thus far been unsuccessful. The head nurse stated that the da vinci procedure was not considered to have contributed to the event.